Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was damage to the battery compartment and a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 10/21/2014 with the following findings: the battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the case seal. There was no evidence of moisture ingress observed. The pump powered on normally and was exercised for 3 hours. No overheating or alarms were duplicated during the investigation. The pump cover was removed and no evidence of internal moisture or damage was found. The complaint regarding the pump and battery overheating could not be duplicated during investigation.